Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation result of cutting wire broken. Block h11: (investigation result) the returned ultratome xl was analyzed, and a visual evaluation noted that the wire was broken and kinked at handle section that makes the wire unable to bow during functional test. X-ray inspection of the device found the transition kinked. Additionally, after destructive testing, it was found that the wire was kinked inside the transition. No other problems with the device were noted. After analysis of the returned device, it was determined that the transition and the wire inside the transition were kinked. These conditions could have been generated by device manipulation during the procedure. Excess force applied to the device during insertion or removal from another device or during the interaction with the scope (hard surface) could result in physical damage to the device. The kinks generate increase friction between the wire and the transition, causing the wire to become stuck or not able to move easily. With this friction, the handle actuation leads to the breaking of cutting wire at the handle section and makes the device unable to bow. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024 during the procedure, the tip of the ultratome xl had no response during operation. It was reported that the device was unable to bow. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of device cutting wire broken. Please see block h11 for full investigation details.